Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and noted that the shock impedance measurements varied greatly with alternating increases and decreases. Boston scientific technical services (ts) discussed possible causes, including a lead fracture or a header issue. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the rv lead shock impedances continued to alternately increase and decrease. In addition, intermittent high out-of-range pacing impedances spikes occurred, measuring greater than 2500 ohms. Baseline noise was observed, which was occasionally oversensed. Boston scientific technical services (ts) discussed troubleshooting options. This ICD and rv lead remains in service. No adverse patient effects were reported.